Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving dilaudid (unknown concentration and dose) via an implantable pump. Indication for use was non-malignant pain and failed back surgery syndrome. The date of the event was approximately (B)(6) 2014. It was reported that about five years ago the pump flipped. The patient was in his truck and it was painful. The patient got out of his truck in the middle of the street and started pushing on the pump, and finally got the pump flipped back over. The doctor told the patient he was going to change the position of the pump a little. The scar was in the same spot as the old scar following pump implant. The patient had ¿injectables¿ with ivs (intravenous) prior to pump implant which prompted the patient to get a pump. No further complications were reported.